Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. Impella cp placed following best practices. After wire removed and support initiated, automated impella controller noted suction alarms, flows 1.5 l/min on p-9, motor current nonpulsatile despite proper positioning across av. The medical doctor (md) elected to explant device. It was recommended utilizing a new impella cp at this time, md elected to flush impella cannula with saline, followed by aspirating and flushing the impella peel-away sheath repeatedly. Transesophageal echocardiogram performed, negative for left ventricle thrombus. Md re-inserted impella cp, wire removed and support initiated, motor current pulsatile and within normal limits for p-9, flows 3.6 l/min. Later it was reported urinary output - greater than 30 cc/hr & concentrated/amber and the patient was started on dialysis. The patient was escalated to an impella 5.5. This report is for the impella cp and additional report will be sent for the impella 5.5.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Low or blocked pump flow: the root cause of low flow/ suction issue cannot be determined due to complaint device not returned for investigation. Renal failure: the cause of the injury was not determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.